Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had been having issues with recharging the implant for the past 6 months. The patient representative said that the recharger had trouble finding the device and when it did find it, it didn't run through the full charging cycle. The representative also said that after a minute or so, the recharger started making weird noises and then it shut off and did its own thing. The agent asked if there were any messages coming up on the app when it started making the weird noises. The agent walked the representative and patient through connecting to the implant and patient was able to start charging with excellent connection. During the call the patient charged from 50-60%. They mentioned that they had tur ned the device off for almost 6 months because it would not work and it kept taking the program out and saying to reload. The patient then said that when they went to charge again, they started feeling electrode stimulation underneath their buttock and down their right leg, which had never happened before. The troubleshooting steps that were taken on the call resolved the issue and the recharger was working as intended during the call.